Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the full hieght drawer number five indicated open and also barcode scanner was not scanning properly. A field service engineer replaced defective insep and barcode scanner cable to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie drawer failure, preventing the user from removing medications. Customer stated that there was a delay of about 27 minutes for olanzapine 10mgs and no harm to patients. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had cubie drawer failure which prevented the user from removing medications (olanzapine 10mgs). Customer also stated that there was a delay of about 27 minutes and no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-oct-2022 to 24-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 indicated open and barcode scanner was not scanning properly. A field service engineer replaced defective insep and barcode scanner cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.